Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 275 mg/dl while awaiting delivery of a replacement pump, and they used water and light activity only until setup could occur. Symptoms included no reported clinical manifestations. Outcomes included no reported functional impact, no alerts or alarms, and no medical intervention or hospitalization. Investigation included review of the complaint details and user report. Investigation of this case revealed that the cause of the hyperglycemia was unclear. It was concluded that a device-related cause could not be determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.